Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) levels reaching 598 mg/dl and high/large ketones. They manually bolused and went to the emergency room. He was diagnosed was hyperglycemia, nausea, and h/0 diabetes mellitus and mellitus 1. The mother stated that they gave him an IV of zofran, lidocaine, bolus and they prescribed ondansetron (4mg) for every 8 hours for 2 days. There was also blood work performed.